Event description:
The patient was implanted with two stents in the coronary artery bypass in 2007. Approximately 15 months later, in 2008, the patient collapsed and was subsequently taken to the hospital where the stents were found occluded. The lot numbers of the stent are unknown. It is unclear if the stents implanted are cordis product, but possibly. The patient was treated with two cypher stents and is doing well.

Manufacturer narrative:
This product is not available for analysis as stated. Additional information will be provided within 30 days of receipt.